Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. Based on the information provided it is alleged the patient experienced obstruction secondary to adhesions. In regards to adhesions, adhesions is a known inherent risk of surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2010 - the patient underwent surgery for repair of an incarcerated hernia, a sepramesh device was implanted to repair the hernia defect. On (B)(6) 2015 - the patient presented to the ER with pain and was allegedly diagnosed with partial small-bowel obstruction secondary to adhesions due to the sepramesh. The attorney alleges the patient has suffered and will continue to suffer pain and was injured severely and permanently.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. Based on the information provided it is alleged the patient experienced obstruction secondary to adhesions. In regards to adhesions, adhesions is a known inherent risk of surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Addendum: h11: this supplemental MDR is submitted to document additional information provided and to correct the gender. Based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per medical records review, about 5 years post implant post implant of sepramesh ip, patient was hospitalized due abdominal pain, small bowel obstruction and adhesion. Review of manufacturing records confirms product was manufactured to specification. Updated fields: a2, a4, b2, b4, b5, b6, b7, e3, g1, g3, g6, h2, h3, h6, h10, h11 corrected field: a3 (sex) note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2010 - the patient underwent surgery for repair of an incarcerated hernia, a sepramesh device was implanted to repair the hernia defect. (B)(6) 2015 - the patient presented to the ER with pain and was allegedly diagnosed with partial small-bowel obstruction secondary to adhesions due to the sepramesh. The attorney alleges the patient has suffered and will continue to suffer pain and was injured severely and permanently. Addendum per additional information provided: (B)(6) 2010 - patient was diagnosed with ventral incisional hernia and underwent open cholecystectomy, repair of incarcerated ventral incisional hernias, extensive lysis of adhesions, abdominal wall reconstruction with sepramesh ip. Per the operative notes, "extensive lysis of adhesions was accomplished during reduction of the hernias. Open cholecystectomy was done. Placement of the sepramesh ip was then accomplished and sutured.¿ (B)(6) 2015 to (B)(6) 2015 - patient was hospitalized due abdominal pain and incomplete small bowel obstruction secondary to adhesion. Attorney alleges that the patient had bowel obstruction, pain, bowel problems and will need additional surgery.